Manufacturer narrative:
The root cause of the reported issue was determined to be due to a corroded digital pcb assembly.

Event description:
A customer contacted stryker to report that the screen of their device was not working and the device was not powering on correctly. As a result, defibrillation therapy, would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was able to duplicate the reported issue. The device can no longer be repaired. The customer was provided with a replacement device.

Event description:
A customer contacted stryker to report that the screen of their device was not working and the device was not powering on correctly. As a result, defibrillation therapy, would not be available, if needed. There was no patient use associated with the reported event.